Event description:
This report summarizes 123 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There were 2 events with patient involvement ;no adverse consequences were reported.

Manufacturer narrative:
An additional event was identified and therefore added to this summary report. 2 devices that were pending evaluation were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service. Section h codes have been updated to reflect this. 4 devices are still pending evaluation.

Event description:
This report summarizes 122 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There were 2 events with patient involvement ;no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 116 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 6 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
3 pending devices were not evaluated, as the issue was identified and resolved through communication/interviews with the user facility; no defect or malfunction was found and was user error. 1 device is still pending evaluation.

Event description:
This report summarizes 123 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There were 2 events with patient involvement ;no adverse consequences were reported.

Manufacturer narrative:
It was confirmed that the pending device did not experience a safety bar issue. Section h codes have been updated. Because of this, the number of reported events has been changed from 125 to 124.

Event description:
This report summarizes 124 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There were 2 events with patient involvement ;no adverse consequences were reported.

Manufacturer narrative:
Two additional events were identified and therefore added to this summary report. 1 device is still pending evaluation.

Event description:
This report summarizes 125 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There were 2 events with patient involvement; no adverse consequences were reported.